Event description:
The tbm stated a dealer called him and stated that an end user called alleging that the arms are loose like 3 to 4 inches on his m51. Tbm states that the dealer alleges that the customer uses his body weight to get out of the chair.